Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored episodes of false pacemaker mediated tachycardia (pmt) due to what appears to be an atrial driven rhythm. It was also noted that there was undersensing due to blanking on both the right atrial (ra) lead and right ventricular (rv) lead channels which led to pacing being delivered when not required. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.